Event description:
The consumer reported a patient implanted for spinal stenosis had something wrong with their device however the consumer was not aware of the issue. No troubleshooting was done as the patient was not with the caller. The patient was to follow up with their physician. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.